Manufacturer narrative:
Based on the claim against the product by the customer noting errors occurred against the erbe, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe generator to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The unit was analyzed and found to produce a c-34 error at start up. The complaint regarding erbe errors was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted ventral hernia etep and incisional hernia etep surgical procedure, errors c-34 and c-00 occurred against the erbe generator. The customer power cycled the system and the generator, but issue persisted. An intuitive surgical, inc. (Isi) tech support engineer (tse) verified with the customer that there was no magnetic equipment in the operating room that could induce the erbe errors. The tse suggested using an alternate generator, but the customer could not do that due to its conditions. Tse then suggested the customer switch out the vision side cart (vsc) with the one that had a good erbe generator. The customer swapped to another vsc and continued the procedure. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.